Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on unknown date in 2018 and suture was used. The suture broke when making the knot. There were no adverse patient consequences reported.